Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-02326. This report was submitted as a duplicate report of the previously submitted report. In this report, box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-02326. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The manufacturer received information alleging cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.